Event description:
The reporter stated this lens was originally implanted by dr. (B)(6) in (B)(6) 2005 and was explanted by dr. (B)(6) on (B)(6) 2011 due to lens subluxation. A competitors iol was implanted with a 20.0 diopter. And the patient is doing fine now.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4): surgical procedure, secondary. Explant, lens subluxation. Evaluation method - lens work order search. Results: visual inspection of the return lens showed the lens was returned in liquid and there was no visible damage observed. A lens work order search was performed and there were no similar complaints found. (B)(4).

Manufacturer narrative:
Method - medical review. Results: intraocular lens subluxation post-cataract extraction may be secondary to numerous factors. If the dislocation occurs in the early post-operative stage, it is usually due to a posterior capsular rupture or zonular dialysis. In cases when it is observed beyond the immediate post-operative period, it is usually secondary to trauma or yag capsulotomy. In particular, if a large capsulotomy is made and a plate silicone lens is used, progressive contraction of the capsular bag may occur which would increase the tension on the iol and causes it to bow posteriorly. Dehiscence anywhere in the capsular bag allows release of tension through expulsion of the implant. Intraocular lens subluxation from yag capsulotomy has ranged from immediate to many months. (B)(4).

Manufacturer narrative:
Method: device history review. Results: evaluation of the manufacturing, packaging and sterilization of lenses produced under this work order has shown no irregularity found in the raw materials, manufacturing, sterilization and packaging which would have contributed to the root cause of this complaint. After reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence that shows what the root cause to this complaint is. Since there are no similar complaints associated to the lot of product, and with limited information being provided from the facility in regards to the patient, quality engineering concludes that the most likely root cause to subluxation may be patient related issues and/or trauma to the eye. Conclusion: based on the complaint history, work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).